Manufacturer narrative:
Insulin pump passed the displacement. Pump received with complete broken reservoir tube lip, broken battery tube threads and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the battery compartment crack and down side of battery compartment was missing. The device will be returned for analysis.